Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(6). Batch: 7017357 UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received that the scs implantable pulse generator (ipg) was explanted due to pocket pain. It was also noted that the patient would rather not have had a replacement or an upgrade. The devices were disposed by the facility and will not be returned for analysis. Postoperatively, the patient recovered well.

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received that the scs implantable pulse generator (ipg) and lead were explanted due to pocket pain. It was also noted that the patient would rather not have had a replacement or an upgrade. The devices were disposed by the facility and will not be returned for analysis. Postoperatively, the patient recovered well.

Manufacturer narrative:
Correction to the supplemental MDR in b5. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(6). Batch: 7017357 UDI: (B)(4).